Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on 3/14/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that he was hospitalized on (B)(6) 2018 for hyperglycemia. Was treated with IV insulin. Customer is not sure of what his actual blood glucose result was at the hospital. Customer was discharged on (B)(6) 2018. He is no longer experiencing symptoms. Customer states he does not need a replacement for he believes his meter is reading accurately.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 574 mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of slurred speech. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed fasting by the customer and produced test results of 574 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in for assistance running a blood test. Customer reported symptoms of slurred speech. Upon blood test customer read reading of 574 mg/dl fasting. Customer was not able to continue the call.